Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the adjusting collar rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the adjusting collar. In addition, we confirmed that the lg cable connector broken, the operation channel buckled, the light guide cable buckled, the insertion flexible tube (ift) cut, the remote control buttons cut, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the angle stuck occurred in the human body. Therefore, based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.